Event description:
It was reported that for 6-8 months prior to the date of the report the patient had been experiencing pain at the implant site and the placement of the device was uncomfortable. It was noted that ¿some days were worse than others.¿ it was further noted that the pain was localized at the site of the implantable neurostimulator (ins). The patient was reportedly planning on having the device removed. It was also noted that the patient had fallen many times but they did not think that it had affected the ins. The patient was reportedly in physical therapy for their pain. It was also reported that the patient¿s surgeon believed that the device had moved and that was what was causing the pain.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).